Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.3ml 31ga 6mm halfunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported pet owner using the 6mm insulin syringe found 2 syringes with issues verbatim: from phone call on (B)(6) 2021 11:19:59: consumer called for instructions on mailing back mail kit. She stated that the package is ready to be mailed back and she should be dropping it off at the po today. Just wanted to confirm mailing instructions. Js from phone call on (B)(6) 2021 16:26:01: consumer returned call, stated that the needle shield is difficult to remove, needle hub separated and plunger cap missing. Samples are available - sending mail kit and product voucher. Js voice message - pet owner using the 6mm insulin syringe found 2 syringes with issues. I called pet owner back and left message with bd cares phone # and hours"

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 4/30/2021. The following field was updated due to corrected information: describe event or problem: it was reported that 2 syringe 0.3ml 31ga 6mm halfunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported pet owner using the 6mm insulin syringe found 2 syringes with issues investigation: customer returned (2) 0.3ml bd insulin syringes with an opened polybag from lot# 0209889. Consumer reported that the plunger cap is missing, that the needle shield is difficult to remove and that the needle hub separated. Both returned samples were examined, and it was observed that 1 exhibited a separated needle hub/shield assembly (this issue was investigated in investigation child record 2565306) and no plunger cap attached. No damage to the flange, barrel, or plunger rod was observed. The remaining syringe had a plunger cap properly attached and was tested to determine the shield removal force. All observations fell within specification, and no hub separation was observed on the tested sample. A review of the device history record was completed for batch # 0209889 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA# (B)(4) was initiated.

Event description:
It was reported that 2 syringe 0.3ml 31ga 6mm halfunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported pet owner using the 6mm insulin syringe found 2 syringes with issues.